Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and confirmed the error message. The medtronic representative restored the corrupted file from backup usb and performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative recommended the local biomed remove patients from database.

Event description:
A site representative reported that the imaging system will not boot up properly. When the system is turned on the mobile view station (mvs) displays an error that config file can't be readied. There was no patient present when this issue was identified.